Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and no delivery alarms. Customer's blood glucose level was unknown. Customer reported that insulin pump had a couple of scratches on screen. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.